Event description:
It was reported that during a hysterectomy procedure, the first instrument an error was detected. The second instrument the polymer compound became loose. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device a was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" message to display on the generator. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display. Device b was received with the electrode broken off from the instrument and not returned with the active rod present in the device. The ceramic is fractured but sections are still bonded to the lower jaw. During to the missing electrode, full functional testing could not occur. The device was disassembled and evidence of the electrode weld was present on the active rod. Device b batch h9184n: mfg date: 6/2/2011; exp date: 5/2/2013.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.